Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure on (B)(6) 2007. The pt has experienced a watery bloody discharge since the procedure. The pt was seen one week post-operatively with some cramping and was put on one week of doxycycline. The pt returned at six weeks with a perfuse malodorous vaginal discharge, no fever, no uterine tenderness but signs of bacterial vaginosis on wet mount. However, the discharge of concern was clearly coming from the cervix. The pt was placed on cleocin vaginal cream.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.